Event description:
It was reported that a patient with dementia pushed an emergency button of the external pulse generator (epg) which improperly changed the device setting. The device did not have a cover. There were no adverse events to the patient, but it caused a bit of confusion in the hospital ward because the programmed rate was unexpectedly changed. The sales rep arranged to have a cover installed in response to a request from the client. The epg was replaced with another device until the cover can be installed, the device will not be returned. No patient complications have been reported as a result of this event.